Event description:
As noted in the publication, inferior vena cava filter retrieval: effectiveness and complications of routine and advanced techniques. Caval injury and hemorrhage occurred as a result of an embedded, retained strut after fracture of a migrated optease filter (dwell time of 8 months) while using the sling technique. Post procedure CT demonstrated a small focal hemorrhage, and venography was significant for complete ivc occlusion, which were treated percutaneously with thrombectomy and venoplasty. Attempted retrieval of the retained strut with endobronchial forceps was unsuccessful. Venography then demonstrated a new focal extravasation from the location of the retained strut, again treated percutaneously with venoplasty. The retained strut was successfully retrieved with endomyocardial forceps 2weeks later with no further complications(sir major complication, grade d).

Manufacturer narrative:
This is a complaint related to a published case study. The case study has been attached to this medwatch report. Complaint conclusion: as noted in the publication, inferior vena cava filter retrieval: effectiveness and complications of routine and advanced techniques. Caval injury and hemorrhage occurred as a result of an embedded, retained strut after fracture of a migrated optease filter (dwell time of 8 months) while using the sling technique. Post procedure, CT demonstrated a small focal hemorrhage, and venography was significant for complete ivc occlusion, which were treated percutaneously with thrombectomy and venoplasty. Attempted retrieval of the retained strut with endobronchial forceps was unsuccessful. Venography then demonstrated a new focal extravasation from the location of the retained strut, again treated percutaneously with venoplasty. The retained strut was successfully retrieved with endomyocardial forceps 2 weeks later with no further complications (sir major complication, grade d). The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided, the reported failure/event does not appear to be related to the manufacturing process. As stated in the us instructions for use, the optease retrievable filter can be retrieved up to and including 23 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Various complications have been reported with use of retrievable ivc filters. The predominant concern is the development of endothelialization, which would make subsequent removal impossible. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The retrieval difficulty experienced by the costumer was most likely related to the length of time the filter was deployed in the patient. Intimal overgrowth resulting in an intimal tear during attempted filter removal is a known potential complication and listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. Without films of the reported event there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event. Clinical study data and a review of published literature supports the safety and performance of vena cava filters when used as intended. The safety profile and types/incidences of complications reported in the literature were consistent with hazards identified in the product risk assessments, with reported complaints since product introduction worldwide, and with known hazards identified for these types of devices. Although reports of adverse clinical sequelae from filter fractures are rare, filter fracture is a potential complication of vena cava filters during both deployment and implantation. Anatomic locations that create concentrated stress points from filter deformation resulting in nitinol fatigue (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, tortuous anatomy or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut.due to the paucity of clinical information and lack of images regarding the filter, the exact etiology of the filter fracture cannot be definitively determined. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.